Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system was suspected of exhibiting loss of capture (loc) on the left ventricular (lv) lead. No adverse patient effects were reported. This crt-p remains in service.